Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. However, a "leak connection" was reported during use of a homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a "leak connection" (not further specified) during use of a homechoice cassette that led to this alarm. Renal therapy services assisted the patient in ending the therapy session. The patient would start over therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.